Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the lithium assay on a cobas c 503 analytical unit. The customer repeated the samples as the initial values did not agree with the historical results of the patients. The first sample initially resulted in a lithium value of 2.40 mmol/l and it repeated as 0.711 mmol/l. The repeat value was deemed correct. The second sample initially resulted in a lithium value of 1.48 mmol/l and it repeated as 0.305 mmol/l. The repeat value was deemed correct. The third sample initially resulted in a lithium value of 1.390 mmol/l and it repeated as 0.871 mmol/l. The fourth sample initially resulted in a lithium value of 1.290 mmol/l and it repeated as 0.595 mmol/l.

Manufacturer narrative:
The lithium reagent lot number is 839646. The expiration date was requested, but not provided. Quality controls were acceptable both before and after the event. The investigation determined the issue is related to a hardware issue. A specific root cause could not be determined.